Event description:
Patient reported they had visited their dentist and were informed that they have gum issues from the aligners. The aligners have also caused jaw pain and misalignment. Their dentist reviewed the byte treatment plan, the dentist stated that the aligners would not have straightened the patient's teeth. The patient would need anchors for the teeth to move into place.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.